Event description:
It was reported from a processor of cord blood that the frozen freezing bag of the device was observed to be cracked after a technician removed it from the tank. (Previously, after freezing, there was no observation of any problem with the bag). The bag was not thawed. The cord blood stem cells were not used clinically. The bag was handled carefully and had been shipped in a 1.2mm rigid blister (primary package) and a box (secondary package). An air liquid minicool freezer sys had been used to freeze the bag.

Manufacturer narrative:
Device eval begun, but not yet completed.